Manufacturer narrative:
(B)(6). The initial reporter stated that the b30 communication error codes were observed on multiple endoscopes that were thought to be model 190 endoscopes. The olympus technical assistance center (tac) team advised the reporter to clean the endoscope connectors using alcohol pads. The b30 error code cleared after this troubleshooting step was taken. The product issue was resolved, and the subject device was not returned to olympus for device evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the evis exera iii xenon light source displayed a b30 endoscope communication error during installation. This problem was observed with multiple endoscopes. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to contamination such as water drops and dust adhering to the electric contact of the scope. Per the instructions for use: 4.4 connection of an endoscope warning ¿ before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.